Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) bsc aware date was originally reported to be 02/26/2019; however, information received on 27mar2019 reported that bsc aware date is actually (B)(6) 2019. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip did not deploy. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip did not deploy. A visual examination of the returned complaint device noted that the device was returned with the clip assembly detached. It was noticed that the tabs were locked into the capsule and the welding ball in detached. This failure is likely due to the way on which the device was handled during the procedure, however, no failures regarding to the reported event were found. Therefore, the most probable root cause is no problem detected. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip did not deploy. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip did not deploy. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.